Manufacturer narrative:
Jc (B)(6) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. The key failure is the compressor is noisy and low output. However, the additional failure listed of no alarm from the power switch would be the key failure and underling cause to the reason for repair of unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.